Manufacturer narrative:
The customer reported that the AED is not functioning and the asi is flashing green. The battery pack has an expiration date of october 2024, and the maintenance schedule is reported as monthly. Communication with the customer: the customer stated that during the monthly inspection, it was noticed that the voice prompts have stopped. This happens when performing both the battery check and when powering up the unit. The lights are operational including the green asi light, yet no voice prompts. Advised the customer to remove this AED from service as it is out of warranty; sent email with distributor contact information. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED is not speaking and the asi is flashing green. The customer did not report this event occurred during patient use.